Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's implantable neurostimulator was replaced on (B)(6) 2011 (see MFR report # 3004209178201105670). It was suspected that the leads and extensions may have needed to be replaced as well. Following the replacement there was a low impedance on the right side. The right side was turned off so that the battery would not be drained. The pt had not been scheduled for leads/extensions revision as the decision to revise was still under discussion.